Event description:
At start of turp the resectoscope was not working. Removed cord from bovie and plugged in again. Resectoscope began working. Staff heard a pop and saw spark at cord. Cord separated from plug. Machine turned off. Removed from service. Taken to biomed. A new cord was used without further incident. No harm to the patient noted. FDA safety report ID# (B)(4).